Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was advised to inspect and clean various components of the pump, but was ultimately unable to successfully load a new cartridge. Customer reverted to an alternate method of insulin therapy.